Event description:
Approximately eleven months and three weeks post hvad implantation, it was reported that the patient experienced power switching from one port to the other earlier than expected. The battery was replaced and returned to heartware for evaluation. There was no reported patient injury as a result of this event; the issue was resolved with the replacement battery. Investigation is ongoing.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Analysis of the device revealed that the battery met specifications; the battery passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed premature power switching events. Applicable risk documentation and experience with events of similar circumstances were considered; events with premature power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation still ongoing.